Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl at the time of the incident. The customer was given saline and intravenous glucose to treat. The customer experienced symptoms such as vomiting and nausea. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer reported that their sensor needles were getting stuck and they were getting a lot of change sensor alarms. The insulin pump will not be returned for analysis.